Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The universal surgical manipulator (usm) 4 was disabled. Technical support guided customer to power cycle the system and after that system work normally. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) #4 was disabled and all leds were dim. Site tried to remove a harmonic ace instrument installed on usm#4 error occurred and usm was disabled. Technical support engineer (tse) guided customer to power cycle the system and after that system work normally. The procedure was completed with no reported injury. Intuitive obtained additional information. The ports were placed prior to the issue being identified. System functionality was checked upon powering on the system. System initially powered on without errors. Customer powered cycle the system then the problem was solved. The procedure was completed using the same robotic system. No injury to the patient was reported. Surgeon did not disable the arm. Procedure was completed robotically with all four arms.